Manufacturer narrative:
(Incorrect removal). This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. Neurological events are known adverse events associated with the use of the device. Attachment: moon hee han, md, et al; "protection filter-related events in extracranial carotid artery stenting: a single-center experience", published j endovasc ther 2006; 13:711-722.

Event description:
Device malfunction: difficult to remove. Time of symptoms/ae: during procedure. Symptoms/ae: drowsy mentality, hemiparesis, vasospasm. The following event were noted through a periodic article review. A retrospective review was conducted of 72 consecutive pts who underwent extracranial filter-protected carotid artery stenting (cas) between 2004 and 2005. The purpose of the study was to report the complications, rescue procedures, and consequences related to the use of an embolic protection filter during cas. The following events were related to the emboshield: one pt experienced drowsy mentality/hemiparesis, which completely resolved upon filter retrieval; four events in which the emboshield filter became wedged in the stent delivery catheter tip. Two of the four "wedged" filters were associated with deployment too close to the lesions. All four filters were pulled into the stent for successful separation and retrieval; one event in which the filter could not be retrieved with the emboshield retrieval catheter and was ultimately retrieved with a 5-fr 45 degree angled catheter successfully. Two pts experienced vasospasm <50% during filter retrieval; however, the vasospasms spontaneously resolved within a few mins; and two events in which the filter was retrieved through the stent without being collapsed caused by insufficient support and pull-back of the guiding sheath and filter.